Event description:
It was reported that during surgery the bottom of the reamer shaft broke off. All pieces were recovered during surgery and there was no harm to the patient. No delay to the patient because a s&n back up device was available.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device broke outside of the patient and no pieces fell inside the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.